Event description:
Pump declared an altitude alarm, and customer reported issue previously with same device. No adverse impact to customer¿s blood glucose level was observed as it did not exceed 500 mg/dl. Technical support decided to replace pump, provided instructions for returning faulty pump, and advised customer on backup insulin therapy and updated pump software. Customer acknowledged instructions and awaited delivery without requiring signature.